Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the analyzer passed all testing, with no anomalies found. (B)(4).

Event description:
It was reported the analyzer inside the programmer is not working. The programmer was returned for repair. Follow-up information received reported the analyzer will not be returned at this time, as everything appeared to be fixed. There was no patient involvement. The analyzer was subsequently returned with another programmer and programmer rf (radio-frequency) head. It was reported that when in use, the analyzer had noise on the atrial and ventricular channels. The analyzer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the analyzer inside the programmer is not working. The analyzer was not returned. There was no patient involvement.